Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye noted the female connector was unthreaded from the main body. The insert (chip) was not present on the female connector at time of evaluation. Although an insert (chip) was not present, there was an evidence that the chip was previously present. The reported condition was verified as female connector being unthreaded from the main body. The cause of the condition was determined to be related to solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as "the deep blue parts of the transfer set could not securely lock with syringe when they did a priming test for patency of the transfer set before using on the patient." There was no patient injury or medical intervention associated with this event. No additional information is available.